Event description:
The patient reported that two hrs after treatment in the lips with juvederm ultra, the lips were swollen. The physician prescribed a medrol dosepak. The patient experienced relief from symptoms.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps, and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming.